Event description:
It was reported that the iab was inserted without the aid of a sheath. The spring wire guide kinked upon removal from the catheter's central lumen. As a result of this, the entire assembly was removed and replaced. There were no associated pt complications.